Manufacturer narrative:
This report has been identified as b. Braun medical internal report #(B)(4). The instructions for use of the product have been checked and the following side effects are listed: side effects: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. The product quantities sold in 2019 for prontosan wound irrigation solution were over 4.8 million units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future referenece and continue to monitor other reports for similar nature. No samples were sent for analytical investigation. No batch number available. Without the sample and/or lot number, further evaluation of the device is not possible. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
Breast cancer patient with post operation seroma infection. After punction, the seroma cavity was rinsed with prontosan solution. Immediately after the rinsing the patient started to feel unwell, had difficulty breathing, drop in blood pressure, urticaria and ringing in the ears. After the patient was given adrenalin i.m., prednisolon and cetirizin, the patient fully recovered.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report #(B)(4). Follow up report based on new information (batch number) and correction of catalogue number. Based on customer notification, catalogue number was changed from 400415 to 400423 and batch number was changed from unknown to 19103m18 (compared to the first report). Since batch number is known, a review of the batch documentation could be performed. After introduction of the new packaging line, bottles kept falling over on the conveyer belt. An employee was used to set up the fallen bottles. To confirm the process stability, she also carried out a visual check and leaktest. However, this is not seen as relevant for the occured incident. The instructions for use of the product have been checked and the following side effects are listed: side effects: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. According to the description and further explanations of the treating physician, after aspiration of the seroma the puncture needle was used to rinse the seroma space with prontosan solution, which was then aspirated. Prontosan can be used to clean and irrigate superficial wounds, as well as fistulas and abcesses's and for intraoperative wound irrigation. As indicated in the IFU, prontosan is intended for external use and should not be injected. Even though this form of application with a needle is generally not recommended, as there may be the possibility of hitting a blood vessel, the performed procedure is not considered as "injection" by definition, as it involves the irrigation of a superficial tissue cavity (similar to an abscess). The fact that this irrigation was performed using a syringe does not seem relevant. For this reason, this case is not regarded as a case of "abnormal use". Independent from the form of application, this case is considered a anaphylactic reaction after the use of prontosan. The product quantities sold in 2019 for prontosan wound irrigation solution were over (B)(4). No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature.

Event description:
Breast cancer patient with post operation seroma infection. After punction, the seroma cavity was rinsed with prontosan solution. Immediately after the rinsing the patient started to feel unwell, had difficulty breathing, drop in blood pressure, urticaria and ringing in the ears. After the patient was given adrenalin i.m., prednisolon and cetirizine, the patient fully recovered.